Manufacturer narrative:
E.1: (B)(6). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 1049092. Manufacturing site: 3005471919.

Event description:
End user reports the eyelets aren't polished, they feel "sharp." Causes him discomfort in his urethra.